Event description:
It was reported that during an alif l4-s1 procedure, the trial handle broke off in the trial spacer. The trial spacer was removed and the implant was placed to complete the procedure. This is 2 of 2 reports for this event.

Event description:
Patient underwent an anterior lumbar interbody fusion (alif). This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no complaint related issues were found. The product evaluation visual inspection revealed the center trough on the top and bottom of the spacer are severely scuffed and the blue anodize and etching are worn away on both. The anodize is also scuffed on the front face and in the back where the handle mates with the spacer. The tip of the trial spacer handle is not in the threaded hole but was returned loose. It has been determined that the issue is unrelated to the trial implants, and therefore this complaint for the trial implant is invalid. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional narrative: acronym alif spelled out